Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of open heart surgery and 3 open wounds was exacerbated by the lifevest equipment. The patient described the area as 3 holes on the stomach and bandages are very large and do not allow lv to make good contact. The patient has chosen to take lv off because of wounds and bandage size. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow-up attempts were unsuccessful.